Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a radio frequency (rf) ablation on her cervical nerves. During the procedure, interference and oversensing resulted in pacing inhibition and the procedure was aborted. No adverse patient effects were reported.